Manufacturer narrative:
Date of submission 07-feb-2018 the device has been returned and evaluated by product analysis on 16-jan-2018 with the following findings: a review of the pump histories showed the last basal delivery was a normal bonus on (B)(4)2017. The total daily dose added up correctly and reflected the programmed basal rate targets. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 48 units after 24 hours on a 2 unit/hour duration test. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. No defects were found on investigation therefore the investigation was unable to duplicate the initial ¿inaccurate delivery¿ complaint. There were no hypersensitive or stuck keys observed on the keypad. The total daily doses added up correctly and reflected the user¿s programmed basal rates. Unrelated to the initial complaint, the display screen was dim and discolored.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (inaccurate delivery) issue. It was reported that there was an alleged inaccurate delivery issue with the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported as there is an allegation against the delivery function of the pump.